Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that no abnormalities were noted with the curvature of the lead.

Event description:
It was reported that during an attempted implant, the physician attempted to place the lead in the atrial appendage, however the patient's atrium was very small and the lead dislodged while suturing the lead. The physician stated that the curve of the lead was a little big and wide, thus not suitable for the patient. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.